Manufacturer narrative:
Correction to b3 and d10 for information inadvertently left out of previous report.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the device was not returned and the issue could not be reproduced. The root cause of the event could not be determined. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital. (Documented here due to character limitation in respective field).

Event description:
It was reported that when the video system center was reconnected and powered back on, the screen displayed a normal image for a short time but then went completely black as if the screen had been dimmed. The issue occurred during preparation for use of an unspecified procedure. The device was exchanged, and the procedure was completed without further reported complication. There were no reports of delays or patient harm.